Event description:
It was reported that during device evaluation conducted at the manufacturer facility a minor chunk of the liner sizing template was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device evaluation complete.

Event description:
It was reported that during device evaluation conducted at the manufacturer facility a minor chunk of the liner sizing template was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.